Event description:
A report was received that the pt was having a difficult charging her implant. The pt stopped using the implant due to getting inefficient pain coverage and unwanted stimulation. During revision, the physician had difficulty inserting the paddle lead due to too much scar tissue and decided to explant the entire precision system. The pt is reported doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility.